Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-device dependent patient presented in clinic for follow-up. Upon interrogation of the device, noise which lasted 12 seconds was observed on the right atrial lead. The patient felt light headed during the episode. The patient could not recall using any items to interfere with the device. Arm movements and pocket manipulation were unsuccessful in reproducing the noise. Lead intervention was suggested but not performed. The patient was stable and would continue to be monitored.